Manufacturer narrative:
(B)(4). Event date: publication year of 2008. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: a comparison of open versus closed techniques using the harmonic scalpel in outpatient hemorrhoid surgery. Authors: cpt vance y. Sohn, ltc matthew j. Martin, maj philip s. Mullenix, cpt daniel g. Cuadrado, col ronald j. Place, maj scott r. Steele, mc USA citation: military medicine, 173, 7:689, 2008. This retrospective study aimed to compare the open vs. Closed techniques of hemorrhoid excision using the harmonic scalpel in an outpatient setting. From july 2000 to october 2001, a total of 42 patients were included in the study. The patients were divided into two groups based on whether the overlying mucosal defect was sutured (closed) (n=13 [n=6 males and n=7 females], mean age: 41 years, range: 22-65 years), or left open (open) (n=29 [n=16 males and n=13 females] mean age: 49.6 years, range: 25-65 years). Harmonic scalpel (ethicon) involved excision of hemorrhoidal tissue in a retrograde fashion starting with the external component. Complaints included rectal bleeding (n=1 open group) occurred less than 12 hours following the original surgery and required reoperation. In conclusion, leaving the mucosal defect open following harmonic scalpel hemorrhoidectomy significantly reduces operative time and thus operative costs, without diminishing quality of life.